Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, low battery alert and off no power anomaly from the insulin pump. The customer's blood glucose reading was unknown at time of incident. The customer's current blood glucose was 545 mg/dl. The customer treated with 7 units of insulin. The customer checked the status screen and there was no power. The customer stated that it was less than 24 hours from the low battery alert to off no power alert. The insulin pump will not be returned for analysis.